Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during surgery/ treatment the device became hot and the shut down. The reported event was confirmed. The service evaluation revealed a short circuit in the motor along with mechanical damages at the cable.

Event description:
It was reported that during surgery/ treatment the decive became hot and then shut down. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received.